Event description:
It was reported that the ventricular thresholds were increasing due to the device. The leads were tested and no issue with the leads was confirmed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found. Products: (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).